Manufacturer narrative:
The device was not returned to olympus for evaluation. There is no report of device malfunction in this case. No specific patient information is available at this time. Additional information is being pursued. Upon receipt of additional relevant details, this report will be updated.

Event description:
It is reported in the literature article "metal versus plastic stents for anastomotic biliary strictures after liver transplantation: a randomized controlled trial" appearing in volume 87, no. 1: 2018 of the gastrointestinal endoscopy journal, that a total of 17 patients experienced a procedure related adverse event following placement of either a fully covered self-expandable metal stent (csems), or multiple plastic stents (mps) using one of three olympus therapeutic videoduodenoscopes (tjf180, tjf160, or tjf140). This complaint reports patient adverse events (aes) following use of tjf180, and related complaints patient identifier (B)(4) and patient identifier (B)(4) report aes experienced following use of tjf160 and tjf140 respectively. The most common procedure-related adverse event experienced across both groups of patients (csems vs mps group) was pancreatitis ranging from mild (n-3), moderate (n-7), to severe (n-1). The remaining patients (n-6) experienced severe abdominal pain necessitating hospitalization and management with intravenous (IV) analgesics.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information. No abnormalities or problems have bee n reported for the device. In addition, the purpose of this study is to compare the efficacy and safety of csemss and mpss in patients after olt, and no complaints or abnormalities have been reported for the device. According to the doctor who is the author of the literature, the olympus device does not contribute to the above adverse events. This case is based on a research report, and no device failure has been reported.